Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The physician lost left atrium access from the first transseptal hence intracardiac echocardiography (ice) was pulled back to right atrium (ra). The second transseptal was completed. The physician advanced the sheath and dilator into left atrium. Ice was then moved into right ventricular out pulmonic valve into the pulmonary artery (pa). The appendage was visualized to confirm sheath and dilator access in left atrium (la). Both sheath and dilator were visualized near appendage. Physician pulled ice back out towards ra from pa when effusion was visualized. A pericardiocentesis was performed. The patient remained hemodynamically stable, expected to make full recovery, and was hospitalized overnight for observation. The patient has been discharged later. The device is not expected to be returned for analysis (disposed). The patient was not under warfarin nor antiplatelet drugs at the time. The la lost access happened during manipulation with was, trying to engage with left atrium appendage (laa). Also, the ice catheter was not acting normal (not returning to neutral when unlocked). The physician suspected perforation was in the laa, and the versacross rf wire and/or dilator may have perforated, however no device malfunctions noted during procedure.